Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 400 mg/dl. Customer mentioned most of the insulin was gone. During troubleshooting, device passed the displacement test. Customer mentioned the insulin was squirting out during prime. Device failed the first high pressure test. Device passed the second high pressure test but customer mentioned some insulin came out. After troubleshooting, customer was advised to contact healthcare professionals. Customer will not be returning the device for analysis.